Event description:
It was reported that nurse was walking by the central monitor when she noticed the pt's heart rate had dropped to approx 24 (bpm) and showed several premature ventricular contractions (pvc's). There were no alarms or strips from pevious alarms. The nurse immediately went to the pt's room where two other staff members were in the room. They examined the pt and called a code at approx 8:20 am. The pt expired at approx 8:38 am.